Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, encountered an upload processing failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by pending upload errors in the transaction data, which required manual clearance and time correction on the affected devices. A technical support specialist followed knowledge article (ka) "upload processing failure - purge statistics errors in sync 2.0" to troubleshoot the issue. The specialist ran structured query language (sql) queries to confirm the presence of upload errors and verified that the expired message flag was set to 0 for both aor10 and aor11. Time discrepancies were corrected on the affected devices, and the upload failure notices were cleared by navigating to the sync information settings and deleting the failed transactions. The customer acknowledged the resolution and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, encountered an upload processing failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.